Event description:
Customer removed a tampon and the tampon came apart inside her. Customer indicated that 1/2 of the pledget remained inside her after removal. She saw a doctor to have all pieces removed.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. The consumer had not returned product for eval at the time of this report.